Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient had a seizure which required hospitalization; the patient¿s blood glucose was 4.1 mmol/l. The patient was reportedly treated with intravenous fluids and medication for nausea. The reporter indicated that there was no known damage to the pump, no signs of moisture of corrosion, and the pump appeared to be functioning as normal. The reporter was contacted on (B)(4) 2013 for additional information. The reporter indicated that the patient had the a seizure during sleep and when paramedics arrived the patient¿s blood glucose was 3 mmol/l. The reporter indicated that the patient¿s blood glucose levels were running slightly low around 4 mmol/l in the weeks prior to the patient¿s event. The reporter indicated that on (B)(6) 2013, the pump delivered 6 units bolus and 26.17 units basal, (B)(6) 2013 the pump delivered 7.2 units bolus and 19.08 units basal. The reporter indicated that the patient¿s health care provider was working on adjusting the pump rates and the reporter confirmed that the pump settings were as prescribed by the physician. The reporter indicated that since the event the basal rates were lowered to 19.80 units per day which the reporter indicated was helping the patient¿s blood glucose levels. The reporter confirmed that there were no boluses from the pump around the time of the incident. This report is made based on the allegation that the patient was hospitalized for hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the pump black box history from the time of the event was overwritten due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad.